Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available, and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Information was received that reported a patient was hospitalized in 2007, due to an incident of hypoglycemia. The device should be returned for evaluation; to ensure that, it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report, had not been returned for evaluation.